Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having problems with repeated motor error alarms, and was hospitalized due to high blood glucose levels. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the displacement and self tests. Nothing further was reported.